Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the evis lucera elite gastrointestinal videoscope was out of focus. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient [harm/involvement] *.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields, corrected fields, and final investigation results. Corrected fields: b5. Updated fields: d8, h2, h3, h6, h11. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: tip cover is burnt. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: deterioration from excessive use. It is thought that the event occurred because the high-frequency treatment device was used without leaving a sufficient distance from the tip. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the evis lucera elite gastrointestinal videoscope was out of focus. The issue occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.